Event description:
It was reported that during a laparoscopic nephrectomy procedure, on the first firing over the renal pedicle, the stapler fired half way and the handle got stuck. When the jaws were opened, half of the staples were laying from proximal to distal. Surgeon said possible cause could have been the weck hemlock clips being caught in the stapler jaw; the weck clips appear to be extremely close in proximity. Another device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Incomplete/interrupted firing the analysis results found that the tr45w reload was received in good visual condition. The returned reload was partially fired which indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. No functional test was performed due to the condition of the reload. Event could not be confirmed as no instrument was received for analysis.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.